Event description:
On (B) (6) 2009, this patient was being treated for an abdominal aortic rupture. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted; however, a proximal type I endoleak was identified. An aortic extender component was implanted to proximally extend the trunk-ipsilateral leg component, but the type I endoleak persisted. The physician chose to convert the patient to open repair and explant the devices. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Additional device implanted and involved in this event: (B) (4).